Event description:
Related manufacturer reference number:1627487-2023-01542. It was reported that the patient experienced ineffective therapy due to migration of the s1 lead and discomfort at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was repositioned and the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.